Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "item 23533103 targeting arm returned to the nordic kitroom with peeling glue from moisture getting under it and there's is now a small gap where bacteria can grow. The item is not fit for live surgery."

Manufacturer narrative:
The reported event could be confirmed based on the inspection performed. The device inspection revealed the following: the identification of the returned targeting arm was confirmed based on the catalog # and the lot # marked. The reported residue that looks like "peeling glue from moisture" could be confirmed on the device, in the gap under and above the block with targeting holes. The residue could not be observed on any other part of the instrument. Based on investigation, the root cause was attributed to an user related issue. The residue observed is most probably a result of the repetitive accumulation of moisture in the gap after the multiple sterilization/cleaning cycles the instrument underwent during almost 5 years of use. It is probable that the instrument was not properly dried after some of these cycles, resulting into the residue observed. It must be noticed that no similar event has been reported for other devices of the same catalog. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.

Event description:
As reported: "item 23533103 targeting arm returned to the nordic kitroom with peeling glue from moisture getting under it and there's is now a small gap where bacteria can grow. The item is not fit for live surgery."